Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that he did not over bolus. Reviewed the bolus history and no extra bolus was given around time of treatment. The customer stated that she fell down and she was sent to hospital as a precaution as he had back and neck pain. No further information was provided.